Manufacturer narrative:
Cont. E.1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "prosthesis implanted showed intracapsular rupture", "intraoperatively, rupture of the prosthesis was found". This record is for the right side. The device was explanted.